Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on: (B)(6) 2009: patient presented with following pre-op diagnosis: degenerative disk disease, l5-s1, chronic low back pain. For which, patient underwent following procedure: l5-s1 anterior interbody fusion with peek, precision reconstruction with dynamic plate. Per op notes, peek implant was prepared with "dbm, bmp", and impacted insertional torque at l5-s1. X-rays showed satisfactory positioning of implants. On (B)(6) 2010: patient underwent x-ray of lateral lumbar spine. Impression: anterior screw and plate fixation device has been placed at the l5-s1 level. Anterior osteophyte formation is seen at multiple levels in the lumbar spine from l2 to l5. Normal alignment and curvature is maintained with no fracture or subluxation. On (B)(6) 2010: patient underwent x-ray of lumbar spine. Conclusion: postoperative changes at l5-s1. Otherwise negative lumbar spine. On (B)(6) 2010: patient underwent x-ray of lumbar spine. Impression: fusion plate at the l5-s1 level was in stable position. Mild degenerative spurring is present at the anterior corners of several lumbar vertebral bodies but no significant or acute abnormality is identified. Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.